Manufacturer narrative:
Full UDI is unknown as device is unknown.

Event description:
During a procedure, the device was overheating, and the bur broke. The delay was minor, and the procedure was completed with no adverse consequences.

Manufacturer narrative:
Updated fields: d4, d9, g4, h2, h3, h4.

Event description:
No new information.